Event description:
Pt returned for replacement of gastrostomy button. Stomate button placed on 12/5/94. The button began to leak & was replaced w/a different vendor tube of same length which worked w/no problems. The initial fit looked good. Does not appear to be user error.